Manufacturer narrative:
(B)(4). The customer returned three units 528235 visistat 35w 6/box for investigation. The returned samples were all representative samples in their original packaging. The actual sample was not returned. The samples were visually examined with and without magnification. Visual examination of the returned devices revealed that the samples appear typical. No defects or anomalies were observed. Functional inspection was performed by attempting to fire staples from all 3 returned staplers. To simulate insertion into the skin, the staples were fired into a simulated skin pad. For the first stapler, the trigger was engaged using hand pressure. Upon full engagement of the trigger, the staple was successfully fired into the skin pad. This was repeated with the same result for the remaining staples. The other two samples had the same result as all staples were successfully fired into the skin pad. The staples were checked after 5 hours and no staples re-opened in the skin pad. The staples were checked again after 72 hours and, once again, no staples re-opened in the skin pad. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple c losure, the trigger must be squeezed all the way in.". A corrective action is not required at this time as there were only representative samples that were returned and no functional issues were found with the devices. The reported complaint of "failure to function - staple re-opens" could not be confirmed since the actual sample was not returned. Three representative samples were returned in place of the actual sample that resulted in the complaint issue. All staples from the returned staplers were able to successfully fire into a simulated skin pad. After 72 hours, the staples remaining firmly in place with no evidence of re-opening. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. The probable cause of this complaint issue could not be determined based upon the information provided and without the actual sample. We will continue to monitor and trend on this issue.

Event description:
A customer of ours sent back two boxes of 528235. They returned the boxes as the staplers were not functioning properly - the staples were falling out of patients. Representative samples being returned.

Manufacturer narrative:
(B)(4). The device history review of the product visistat 35w 6/box lot# 73a2100362 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
A customer of ours sent back two boxes of 528235. They returned the boxes as the staplers were not functioning properly - the staples were falling out of patients. Representative samples being returned.